Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Review of the device memory confirmed the presence of a warm boot (wb) and a battery depletion (bd) code. Boston scientific technical services discussed what the wb and bd codes mean and advised device replacement. The s-ICD remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Review of the device memory confirmed the presence of a warm boot (wb) and a battery depletion (bd) code. Boston scientific technical services discussed what the wb and bd codes mean and advised device replacement. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the subcutaneous implantable cardioverter defibrillator (s-ICD) was performed. High power visual inspection noted no cracks in the pulse generator case or any signs of electrical overstress on the header. Tool marks were noted on the header and seal plug, with damage to the seal plug noted itself from use of the tool during the procedure. The firmware log was created from the memory download of the s-ICD which was then reviewed. The log started on (B)(6) 2024, in which the s-ICD declared numerous watch dog timer (wdt) resets which were occurring continuously throughout the day. A template lost (tl) code then occurred on (B)(6) 2024. The rf (radio frequency) wakeup pulses were checked. There were no rf wakeup pulses. The s-ICD was sent for residual gas analysis and the hydrogen content noted 44 parts per million (ppm). The device case was removed and the battery voltage was measured to be 8.83 volts (v). The battery and high voltage (hv) capacitors were removed from the circuit. Internal visual inspection of the solder connections on the telemetry chip noted grainy solder joints also known as "solder creep". Grainy solder joints were noted on pins on one side of the telemetry chip and on multiple pads on the other side. Grainy solder was also noted on two components in the rf circuit. The cause of the telemetry difficulties noted during analysis, the watchdog resets and warm boots noted in the field was grainy solder joints (solder creep) on both sides of telemetry chip and on components in the rf in / out circuitry. When an external power source of 9.0 v was applied to the hybrid assembly, which yielded a normal current drain.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Review of the device memory confirmed the presence of a warm boot (wb) and a battery depletion (bd) code. Boston scientific technical services discussed what the wb and bd codes mean and advised device replacement. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.